Event description:
While receiving personal care the patient was turned on her side while pulling on the upper half side rail to assist. The lower half side rail was down. As she was turning the air mattress deflated so that the patient¿s lower extremities slid out of the bottom side of the bed on the floor. The aide went to help the patient and helped her to slowly slide on to the floor; and went for help. She was transported to the hospital where she underwent examination and it was determined that she had bilateral fractures of the femur. She revoked the hospice benefit to receive aggressive therapy. When it was determined that she was not a candidate for surgery she was readmitted to the hospice benefit and transferred to the hospice inpatient unit. She died after being at the unit for three days.